Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Customer reported that the guidewire became stuck in the catheter just before treatment and was unable to loosen. Customer removed the catheter and wire. Customer decided to complete the case with laser treatment.